Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor called in to report a motor error alarm and that the device was exposed to an MRI. The customer's blood glucose level was unknown. The doctor asked for the help line to call the customer back, however each time help line called nobody answered. Nothing was replaced or returned.